Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the physician was unable to deflate the anchoring balloon. The physician inserted a guidewire, removed the blockage and deflated the balloon and removed the prolieve catheter. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as good.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the physician was unable to deflate the anchoring balloon. The physician inserted a guidewire, removed the blockage and deflated the balloon and removed the prolieve catheter. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as good.

Manufacturer narrative:
Visual examination of the returned prolieve thermodilatation system catheter revealed no physical signs of damage. Functional analysis revealed that while injecting water into the anchoring balloon port, the compression balloon began to fill. The compression balloon continued to fill followed by the anchoring balloon. The anchoring balloon was removed off the catheter and it was observed that there was still plastic in the drill hole and blocking the port that should have been removed during manufacturing. The catheter lumens were dissected. It was observed that there was a hole in the anchoring balloon lumen causing water to go into the center (return) lumen, up to the tip and down the compression balloon lumens which therefore caused the compression balloon to fill while trying to fill the anchoring balloon. This tear was most likely caused by the doctor when he inserted a guidewire to deflate the anchoring balloon. The reported event of the anchoring balloon would not deflate was confirmed. The root cause for this event is supplier manufacturing as the analysis showed that the balloon port was blocked with remnant from the drill hole left during manufacturing. This blockage caused the anchoring balloon not to deflate while inside the patient.